Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a infusion set anomaly on the insulin pump. The customer's blood glucose level was 286 mg/dl. The customer stated that the infusion set come off from body and his blood glucose went up because he wasn't getting insulin. The customer declined help line assistance and has requested a call back any time.